Manufacturer narrative:
Intuitive surgical, inc. (Isi) will not be receiving the harmonic ace instrument as it was discarded by the site. A follow-up MDR will be submitted if additional information is received. A review of the procedure log confirmed the site performed this benign hysterectomy surgical procedure on (B)(6) 2022 with system sh1741. Verification of the event details via system logs cannot be performed at this time because a full instrument lot sequence number was not provided by the customer. Three harmonic ace instruments were used in two benign hysterectomy procedures, but the instrument lot number did not match the instrument lot number from the initial reporter. A review of the site's complaint history does not show any additional complaints for this product. No image or procedure video was provided for review. This complaint is being reported due to the following conclusion: it was alleged during a da vinci-assisted benign hysterectomy surgical procedure, a tip from a harmonic ace instrument broke off and fell in the patient's abdomen. The customer was able to remove the piece successfully during the same procedure.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a tip from a harmonic ace instrument broke off and fell inside the patient's abdomen. The fragment was successfully removed without injury to the patient. No post operative tests were performed. The procedure was completed as planned with no reported injury. On (B)(6) 2022, intuitive surgical, inc. (Isi) contacted the original reporter and obtained the following additional information about the complaint: the instrument was inspected before use and it looked fine. The fragment was retrieved in the same robotic procedure. They used a fenestrated bipolar forceps to retrieve the fragment from the patient. She estimated the instrument was in use for an hour before it broke. The surgeon was ligating a vessel when the fragment fell. There was no instrument collision inside the patient and the instrument did not collide with any hard object. There have been no reports of any complications post procedure. The instrument and the fragment have been discarded and will not be returned to isi. On (B)(6) 2022, isi spoke to the initial reporter and obtained the following information: she believes a backup harmonic ace instrument was used in the case when the first one broke. There was no bleeding and they did not need to use a clip, or staple, or cauterize the vessel. They removed the instrument upon breakage, retrieved the fragment, and continued with the procedure.